Manufacturer narrative:
(B)(4). The customer reported that the expiratory filter had not been changed so they changed it and that resolved the issue. The customer performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator was delivering a higher tidal volume than what was set.the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.